Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 07/03/2024. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presumed the cause from the obtained information. The event can be detected and prevented by following the instructions for use which state: inspection of the endoscope. Using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on due diligence follow up with the customer. The customer confirmed no high frequency instruments were used without ensuring sufficient distance from the distal end during the procedure preceding the identification of the distal end burn. However, no information was obtained regarding high frequency instrument use in combination with the device during past procedures.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the distal end was scorched. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.